Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device air pump came on immediately, an e6 error code was displayed, the thermistor failed, and the connector body was loose. It was determined that the air pump coming on and the e6 error code were both caused by a bad thermistor. It was determined that the connector body was loose due to loctite deterioration. The device showed signs of damage that was caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-surgery, it was observed that the motor device was broken. During in-house engineering evaluation, it was observed that the device air pump came on immediately, an e6 error code was displayed, the thermistor failed and the connector body was loose. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.